Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not verify any error messages during evaluation. However, during release testing of the electronic patient gas system (epgs) the fraction of inspired oxygen values and the values displayed on the central control monitor were out of specification. It was determined that the o2 sensor was defective.

Manufacturer narrative:
Updated blocks: b1, b2, b5 and d11 per data log analysis, on (B)(6) 2020 a perfusion screen is opened at 07:44:01. 07:58:04 calibration successfully performed (includes fio2 knob range test) 12:05:36 fio2 set to 0.515 (51.5%) 12:37:25 flow set to 1 l/min 12:37:55 o2 sensor and blender disagree (blender = 51.5%, sensor = 81.3%) 12:37:56 flow set to 1.5 l/min 12:39:11 fio2 set to 0.495 (49.5%) 12:40:21 o2 sensor and blender disagree (blender = 49.5%, sensor = 31.7%) 12:49:47 flow set to 1.2 l/min 12:53:32 fio2 set to 0.545 (54.5%) 12:54:23 o2 sensor and blender disagree (blender = 54.5%, sensor = 20.3%) 12:55:33 fio2 set to 0.817 (81.7%) 12:57:42 blending gas motor/mech fault this indicates that the blender knob could not be moved to the desired position, a mechanical issue. This will cause the reported issue of a 'knob adjust only' message. 12:57:44 local knob used to set fio2 to 100% indicating the knob could be adjusted manually. 12:58:56 calibration attemped and failed blender mechanical range (6) 12:59:00 calibration attemped and failed blender mechanical range (4) 12:59:02 calibration attemped and failed blender mechanical range (5) for the rest of the case the local knobs (fio2 and flow) were used to adjust the gas system settings. The perfusion screen is exited at 17:49:06. The log review confirms the complaint.

Event description:
Per clinical review: on july 29, 2020, the team calibrated the electronic patient gas system (epgs) without issue for a procedure, then proceeded to commence a cardiopulmonary bypass (cpb) procedure. During the earlier part of the procedure the team received a 'knob adjust only' message on the central control monitor (ccm) regarding the use of the epgs. Prior to the message, the team stated that they had no issues with the interaction of the touch screen and the sliders for the fraction of inspired oxygen (fio2) and the gas flow adjustments. After the message, the local fio2 knob was fully functional, but the local gas flow knob would only allow the clinician to reduce the sweep rate, not increase the gas flow sweep rate. The team opted to retrieve a stand-alone sechrist blender, hook up oxygen and air sources, attached the oxygenator gas line to the blender and proceed without issue. The partial pressure of carbon dioxide (pco2) values during this period of concern with the 'knob adjust only' message were within range, therefore there was no harm to the patient. Additionally, there was no delay in the continuation of the surgical procedure, nor blood loss due to the failure.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. Per the manufacturer's subsidiary, while attempting to adjust the flow with the local control knob, the flow rate could be decreased but not increased so the unit was replaced with another oxygen (o2) air blender.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'gas system: knob adjust only' message and the gas flow rate could not be adjusted on the ccm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) did not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and there was no observation of a 'gas blender; knob adjust only' message. A new o2 sensor was installed as part of the reconditioning process. The unit operated to the manufacturer's specifications. The o2 sensors should be used in accordance to the 'use by date' indicated on the packaging. The o2 sensor was shipped in july 2018 and it appears that it was not installed within the 'use by date'. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.